Manufacturer narrative:
Customer indicated the qc run was within range prior to the event. Service summary (post event): a field service engineer (fse) inspected and discovered probe #3 on wash station bent. The fse performed the following: replaced and aligned probe at the wash station. Replaced sample probe and sample/reagent tips. Ran calibrators and controls. The results were within spec. Ran a system check and verified that the instrument was operating within spec. A malfunction will be assumed for the purpose of this report. The root cause of the event is unknown and unknowable.

Event description:
A customer contacted beckman coulter regarding a falsely low magnesium result that was generated by the synchron cx9 instrument. Falsely low magnesium result was 4.7mg/dl. The result was reported out of the lab. The customer indicated that the physician questioned the low magnesium result. The original sample was retested for magnesium and the result was suppressed by the instrument. The sample was diluted 1:2 with saline and retested, using another chemistry analyzer in the customer's lab. The repeated magnesium result was 6.7mg/dl and was reported out of the lab. The customer indicated the repeated magnesium result was in alignment with the physician expectations. The customer indicated that there has been no change to pt treatment that can be attributed to this event.